Event description:
It was reported that this pacemaker was having difficulty completing a remote interrogation, with yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed and the communicator was replaced. When the device was replaced, a red call doctor was displayed by the new communicator. The device was successfully interrogated and the pacemaker exhibited high out of range impedance measurements for its non-boston scientific right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.